Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. After three recaptures were performed of the closure device, a pericardial effusion was seen on contrast injection followed by transesophageal echocardiography (tee) around the pericardium. The procedure was cancelled and pericardiocentesis was performed to drain the pericardial effusion. The patient was kept overnight and was discharged home the following day. Another closure device is to be implanted on an unknown future date.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. After three recaptures were performed of the closure device, a pericardial effusion was seen on contrast injection followed by transesophageal echocardiography (tee) around the pericardium. The procedure was cancelled and pericardiocentesis was performed to drain the pericardial effusion. The patient was kept overnight and was discharged home the following day. Another closure device is to be implanted on an unknown future date. It was further reported that a cardiac tamponade occurred.